Event description:
"Previous distal catheter removed, .4 inches of distal broke off, not removed." Another catheter implanted. Multiple attempts to investigate for further patient information unsuccesful. A follow up report will be sent if additional information is received.